Event description:
The complainant reported that during a therapeutic procedure, the physician was attempting to place the enteral feeding device in a pt. The complainant indicated that during this procedure the plastic introducer would not allow the passage of the wire, resulting in the introducer breaking in half while inside the pt. The complainant reported that the entire broken portion of the introducer remained in the pt. The physician successfully removed as introducer from the pt. Another device was successfully placed in the pt. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.